Event description:
It was reported that a spectrum pump has a "downstream occlusion." It was also reported that there was no pt injury. No additional information was provided.

Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.